Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Review of transcripts revealed an alert for a lead impedance anomaly on the right ventricle lead. The patient presented in clinic on a later date and the lead exhibited loss of capture, loss of sensing, and low impedance. X-rays were performed and lead dislodgement was not observed. On (B)(6) 2018, the lead was explanted and replaced. During the procedure, an insulation breach was observed on the explanted ventricular lead. The patient was in stable condition post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.